Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the possible cause due to some kind of stress. The most probable of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the device was presented for the screen becoming occasionally noised. There was no patient involvement.